Manufacturer narrative:
The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent ventral hernia repair on an unknown date and mesh was used. While fixing the device during the procedure, straps tore off during positioning. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
One opened foil and an actual mesh sample of product code pvps, lot # la8jkcb0 was received for analysis. During visual inspection of the used sample, body fluids on the implant and partial detachment of the wing from load ring was observed at the device. In addition, the welding of the load ring was damaged in a corner. The partial separation of the wings at the welding area of the load ring may occur during handling. Therefore, the pds components are broken into fragments and a blue suture is visible which fixated the wing with the bottom mesh. As the pvp product is absorbable and was returned opened, during our investigation the sample started to separate into their components, due to degradation process of the mesh has already begun. According to the sample condition, the assignable cause could not be determined.